Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study (cerliponase alfa observational study) the patient is a 9 year-old female.: "on an unspecified date, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham); model and lot number not reported. On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The most recent dose was administered on (B)(6) 2022. On unreported dates, the subject's csf cultures were repeatedly positive for propionibacterium acnes without clinical signs of infection, pointing towards colonization of the rickham reservoir. On (B)(6) 2022 at 09:36, the subject was hospitalized due to a grade 3 device related infection. The subject's icv device was subsequently removed. Treatment for the event included benzylpenicillin sodium. On an unreported date, treatment with brineura was held due to the event." "The outcome of the event was reported as recovered/resolved on (B)(6) 2022. The subject was discharged from the hospital on the same date. The investigator assessed the event of device related infection as related to treatment with brineura. The investigator assessed the event of device related infection as related to the device. The patient experienced device related infection, which is a known complication of icv device use." The subject's past medical history included: cardiac disorder, pyrexia, nausea, vomiting, and gastrostomy. The subject's concurrent conditions included: neuronal ceroid lipofuscinosis, cytogenetic abnormality, epilepsy, dystonia, hypertonia, sleep disorder, constipation. No allergies were reported.

Manufacturer narrative:
Additional information received: on 18-jul-2022, the subject had a placement of a new rickham reservoir in the operating room and immediately after had a csf culture that had positive results for curtibacterium acnes. The subject did not show clinical signs of meningitis or encephalitis. On 27-jul-2022 at 11:05, the subject experienced grade 3 infections and infestations -other, specify: ventriculitis (cns ventriculitis) and was hospitalized due to the event for treatment with intravenous ceftriaxone sodium, rifampicin, and intraventricular vancomycin hcl. Additionally on 27-jul-2022, the subject has normal results for their csf cell count, crp, and fbc. The event was assessed as colonization of the ventricles with cultibacterium acnes. No action was taken with brineura due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of cns ventriculitis is as not related to treatment with brineura. The investigator assessed the event of cns ventriculitis as related to the icv device. No other etiological factors were reported. At the time of this report 26-aug-2022, the subject continued to be on treatment with unspecified antibiotics due to the event. Additional information has been requested and, if received, the report will be updated. Case comment: the patient experienced cns ventriculitis, which is a known complication of surgically implanted icv device. The causality of event is assessed as not related to brineura."

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the most probable root cause for "infection" could be linked to the implantation procedure ("solution used during patency test is not sterile") and/or patient's condition. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: concomitant medication additionally included: colecalciferol and pregabalin. The onset date of the event was updated from (B)(6) 2022 to (B)(6) 2022. No further information was available.

Manufacturer narrative:
Additional information received: "the subject's concurrent conditions additionally included: dehydration, nausea, device related infection, and procedural pain. The subject's concomitant medications additionally included: midazolam, paracetamol, cefazolin, glucose/sodium chloride, granisetron, morfine, sodium chloride, benzylpenicilline, heparin, and vancomycin hydrochloride. Premedication also included: paracetamol. Treatment for the event additionally included: ibuprofen.".

Manufacturer narrative:
Additional information received: additional concomitant medications included: midazolam hcl. Additional premedication used for the subject's administration of brineura included paracetamol and clemastine fumarate. On (B)(6) 2018, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham holter). The investigator confirmed that there was a pustule at the injection site site of the icv device. The investigator was the operator ofthe device.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "on an unspecified date, the participant was readmitted and was treated with intravenous ceftriaxone and rifampicin for 6 weeks in combination with vancomycin through the rickham reservoir."